Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients mother stated the sensor wire had detached and it hanging on the sensor applicator. The patient did not report any injury or medical intervention.